Event description:
Following the reported information, the maxi move floor lift tipped sideways during the transfer of a patient from the bed to the wheelchair. As per the information gathered, the caregiver attempted to transfer the patient from bed to wheelchair. Previously, the caregiver had always driven the maxi move from the front, but allegedly this method did not align the lift properly with the type of wheelchair used (non-arjo device). Based on advice from an occupational therapist, the caregiver decided to drive the maxi move from the side for the first time on the morning of the incident. During the transfer, the caregiver tried different leg positions to find a convenient way to maneuver the lift in relation to patient's wheelchair. These positions included placing one leg under the wheelchair, one leg along the front, and completely along the front. In one of these attempts, the maxi move tipped over, causing patient to fall forward while hanging in the lift. The caregiver did not recall the exact positioning of the lift in relation to the wheelchair but remembered that the legs were slightly spread. The caregiver alerted colleagues, and with their assistance, they managed to put the maxi move back upright. No injury was reported.

Manufacturer narrative:
Based on the gathered information, device evaluation results, and previous investigations, the following potential causes for the lift tipping incident were identified: malfunction of the lift; the off-label utilization of the device (e.g.: position of the legs; using other than maneuvering handle parts of the device to move it, for example the mast, the jib, the spreader bar or the patient; pushing or pulling the device sideway instead of the front direction) and the environment of use (obstructions, thresholds, etc.). The inspection of the maxi move lift did not reveal any device failure that could contribute to the reported tipping. The functional test confirmed that the lift was operating correctly. The maxi move lift was designed and tested successfully according to iso 10535:2006 stability requirements. Therefore, this potential cause was ruled out. During a visit to the customer's facility, the arjo technician noticed that the wheelchair (non-arjo) had a unique design with a large block at the bottom and extra wheels at the front, making side approach (position recommended by the occupational therapist) impractical. The facility staff informed that they need to rotate the lift 90 degrees and the patient in the sling 180 degrees. However, when the arjo technician tried to recreate the event based on the scenario described by the facility staff, it was unsuccessful. As per device design, the lift and the patient may be positioned differently as per the needs. However, the user needs to pay special attention to the transferred patient. The product instructions for use (IFU 001.25060.en) warns: - ¿when lowering, ensure that both the patient¿s and attendant¿s legs and feet are well clear of the moving mast to avoid injuries.¿ - "always make sure that there is enough clearance around the patient and the device during the transfer to prevent any impact." - "do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries." Failure to follow these instructions may lead to losing device stability and the device tipping over. The facility staff did not indicate whether any of the above mentioned scenarios (2 and 3) occurred, therefore this potential cause could not be confirmed. There was no obstruction found in the room during the visit of the arjo technician. However, it cannot be ruled out that the unintended use error led to the device losing balance. The event description indicates that the legs of the chassis were slightly spread. As per the IFU, the legs can be adjusted before or after the transfer is completed, never during the transfer. Based on the event description, the lift tipping occurred when the transfer was completed. There was no link found between the legs being slightly spread and the lift tipping. Based on all information gathered, the exact root cause of the device tipping could not be determined, however, unintended use error cannot be ruled out as the most probable scenario leading to the device tipping. Although the facility staff was trained to use the device in june 2024, the instructions on how to operate the lift correctly were presented to the facility staff after the event. It was recommended to approach the lift from the front of the wheelchair. To summarize, arjo device was used for a patient transfer when the event occurred and from that perspective it played a role in the event. The device met the specification. No malfunction was found during the device evaluation. The complaint decided to be reportable due to the lift tipping over during a transfer.

Event description:
Following the information reported, the maxi move floor lift tipped over during transfer of the patient from bed to the wheelchair. No injury was claimed.

Manufacturer narrative:
Unique identifier in section d4: (B)(4). Note: the device is distributed outside the us and no gudid information exists. The investigation is ongoing. The results will be provided in the follow-up report.